Event description:
The iab was inserted without difficulty via an introducer sheath. The pump experienced helium loss alarms as the balloon was being inflated. Because of this, the iab was removed and replaced. There were no pateint complications.